Event description:
The patient daughter reported that her dad was admitted to the hospital on (B)(6) 2021 and released on (B)(6) 2021 for hyperglycemia. When her dad arrived at the hospital through the emergency room patient reading was at 416. The name of the hospital where the patient was admitted was (B)(6). The patient daughter stated that the v-go device was discarded from the hospital stay and that her dad was not using the v-go device during the hospital stay.